Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n151863, implanted: (B)(6) 2009. Explanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported that examination/palpation on (B)(6) 2012 revealed that the device made the patient "nervous" and she was "anxious" using it. The entire system was explanted and the patient recovered without sequela that same day. It was noted that it was possibly related to device or therapy but unlikely related to implant procedure. Severity of the event was noted as mild.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional indicated that the etiology was possibly related to the device/therapy, specifically to the neurostimulator. The etiology was unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional provided the patient's baseline weight.